Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that the tubing detached at the quick release. The patient observed that insulin came out of the tubing 10-14 hours after changing of the set. The problem occurred with one set. No further information available.